Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose (bg) level was 554 mg/dl. Customer administered a manual injection to address bg, and reverted to an alternate method of insulin therapy.